Manufacturer narrative:
Device discarded by customer. The impella cp pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) white female patient had impella cp optical pump inserted in the right femoral artery (rfa). The pump was removed and the patient had an above the knee amputation.